Event description:
A 3.0mm diameter x 15mm length ave micro stent ii was successfully placed at the target lesion in the lad after predilation with a 3.0mm diameter ptca balloon. There was evidence of thrombus in the target vessel to the placement of the stent. Three days post-procedure the pt returned to the cath lab with thrombosis of the left anterior descending artery. Reopro was administered to the pt to treat the thrombus, and the stent was redilated with a 3.0mm diameter ptca balloon. The subsequent procedure was successful, and there was no add'l clinical sequelae reported relative to the event.